Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes, it was observed that the cap of the tube was broken. There was no reported impact on patients or users.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 04-mar-2024. H.6. Investigation summary: bd received two(2) samples and one(1) photo for investigation. The photos were reviewed and the customer¿s indicated failure mode for disfigured shield was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for disfigured shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode disfigured product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter facility name: the fourth affiliated hospital of(B)(6)university school of medicine e1. Initial reporter phone # name: +(B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes, it was observed that the cap of the tube was broken.there was no reported impact on patients or users.